Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was repaired and the video control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system would not fluoro and the screens went blank. No pt injury was reported.